Event description:
A report was received that a pt developed an infection shortly after a lead revision surgery. The physician prescribed keflex antibiotics. The pt's infection has reportedly cleared.

Manufacturer narrative:
The system remains implanted in the pt.